Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an insulin cartridge in the ilet system was leaking, after which the user replaced the supplies and insulin delivery resumed as expected, and blood glucose that had been above 400 mg/dl returned to normal. Symptoms included hyperglycemia. Outcomes included temporary interruption of therapy that resolved after supply replacement, with no emergency treatment or hospitalization reported. Investigation included customer interviews and collection of return tracking for the affected cartridge. Investigation of this case revealed a suspected cartridge integrity or connection issue consistent with a leaking reservoir component; no external damage was observed by the user, and normal operation resumed with new supplies. It was concluded, based on previously established findings for similar reports, that the cause was a component or connection malfunction related to the cartridge that resulted in insulin under-delivery until the supply change restored function.